Event description:
The patient contacted animas on (B)(6) 2013 reporting that they noticed small air bubbles in the cartridge every time he fills it with insulin. The patient stated that he is able to get most of the bubbles out but sometimes there are a few tiny ones left and wanted to know if that would be a problem. The patient reported that he cycled the cartridges every time he got a new one prior to filling it with insulin. The patient reported that he injects air into air and not into the insulin and also draws back slowly to prevent friction causing bubbles. The patient reportedly uses room temperature insulin. There is no reported adverse event with this complaint. This report is made based on the allegation of the air bubbles in the cartridge issue.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.